Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lv lead was repositioned. The patient wasn¿t responding to biv pacing and it was found that the lead was in anterior position via x-ray. The physician moved the lead to a posterior branch. This lead remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
(B)(4).